Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor reported that the patient had developed minor blisters on his back underneath the therapy electrodes. No report that the blisters were open or weeping. The patient's doctor applied an unknown medicine and put some bandages on the area as well. Patient used over-the-counter vitacilina cream as well. During a follow-up, it was reported that the patient's irritation improved.